Event description:
Information was received indicating that a smiths medical unknown pump was reported in the following complaint. Four months after initial implant of the j-peg tube, the tube became separated and part of it fell out. The break that occurred in the connector where the peg and j tube come together was confirmed by an abdominal CT scan done in the hospital. After the break occurred, the patient used carbidopa/levodopa tablets by mouth until the tubing could be replaced. The doctor that originally performed the implant had to install a second set of tubing.